Event description:
It was reported that a pt underwent a pelvic floor repair of a utero-vaginal prolapse and cystocele in 2006. The pt experienced complications, such as mesh erosion, formation of scar tissue, inflammation, and neurologic compromise to her structures and tissue. The pt has undergone intensive medical care, multiple surgical procedures and permanent pain. No add'l info is provided at this time.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.